Event description:
It was reported that a pinhole balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0 x 60mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy. During the first inflation at 10 atmospheres the balloon ruptured. After decompression, the device was removed from the body and completed the procedure with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).